Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was evaluated following a report that it failed to discharge during an event on 01/16/2026. Review of the device log showed the device successfully delivered two shocks to the patient with appropriate energy levels (251.8 j at 11:38 and 251.7 j at 11:39). Additional log review showed no indications of failed shock delivery and multiple passing 3oj tests were recorded. Functional and stress testing confirmed the device operated as intended and delivered appropriate energy when tested on a simulator. Internal inspection found no abnormalities. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.